Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56 cm. Model#: sc-4319, lot #: 20744150, description: clik x MRI anchor. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a small opening that looked red at the midline incision site. It was also reported that the physician suspected infection but was not confirmed. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively.